Manufacturer narrative:
(B)(4): for the reported event of tip detachment. A visual examination of the returned device revealed that the tip of the guidewire had detached, exposing the tip of the corewire. Additionally, the guidewire presented a gap between the flare and pebax section, as the ptfe coating had peeled and accordioned. There was no corewire fracture evidence found, but the device did have three kinks. It is possible that unstated procedure and possibly clinical factors may have contributed to the distal tip and ptfe jacket damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause a DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed that no other complaints reported for lot number 13795823.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during papillotomy procedure on (B)(6) 2011. According to the complaint, during the procedure it was noted that the hydrophylic tip peeled, but the tip of the corewire was not visible. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable. Investigation results revealed that the tip of the guidewire had detached, making this a reportable event.